Event description:
During angiogram when md was pulling the catheter back to remove, the catheters tip sheared off on aortic bifurcation. Surgeon was able to retrieve the broken tip without incident. FDA safety report ID # (B)(4).